Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the fusion oxygenator, high pressure excursion (hpe) occurred. The device was replaced. It was unknown if there was any patient complications as a result of the event.

Manufacturer narrative:
B.5.it was reported that during a procedure involving the fusion oxygenator, high pressure excursion (hpe) occurred. The device was replaced. There were no patient complications as a result of the event. Medtronic received additional information that the customer uses hms plus, act > 800 sec. No clots were noted in the circuit. Platelet count was 232. Delta p of 200-240 mmhg. The device was changed at 15 min to another fusion oxy. Delta pressure returned to normal at 70 mmhg. Medtronic received additional information that the transmembrane pressure of the oxygenator increased fairly suddenly. The customer had trouble getting the patient's pressure up within the first 5 minutes. They noticed that their pump flows were struggling to get past 3.4l/min. The customer observed the transmembrane pressure rising rapidly. They were on and off pump to change the oxygenator within 10 minutes. The prime only contained heparinized plasmalyte a. The only other drug administrated on pump was phenylephrine. Both pre-oxygenator and post-oxygenator pressures were monitored. The hdr (heparin dose response) on the hms (heart-lung machine) revealed a slope of 98s/u/ml. There were 35,000 units of heparin administrated by anaesthesia and the act (activated clotting time) came back at 504s with a heparin concentration of 350u/kg. Anaesthesia administrated another 5,000 units of heparin they put an additional 5,000 units of heparin into their prime for a total of 15,000 units. The loading dose of heparin was given by anaesthesia at 16.23p.m. They went on pump 19 minutes later at 16.42p.m. The patient's temperature 20 minutes before going on was 35.3 and their hcu was set to 36.0. Medtronic received additional information that hcu is referring to the heater cooler unit. D.4 h.4 expiration and mfg dates updated fdd code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. The unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood <(>&<)> gas flows) the results are as follows: 157 mmhg blood side pressure drop reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.